Manufacturer narrative:
Catalog number size code updated from -25 to -35 on (B)(6) 2017 further investigation of the customer issue included a review of the complaint text, in-house testing, a design history record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed using a file sample from lot 72052ui00. The testing met acceptance criteria which determined the reagent is performing acceptably. A design history review did not find any issues with the lot number in question. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect tsh reagent, ln 07k62, lot 72052ui00, was identified.

Manufacturer narrative:
Lot/serial number was not provided by the customer; therefore, only a partial UDI is known an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer generated a falsely decreased tsh result while using the architect tsh assay. The customer provided the following data: (B)(6) 2017: initial 0.02, retested at a different laboratory 52. There was no adverse impact to patient management reported.

Manufacturer narrative:
Lot number provided on 09/22/2017. The evaluation is in-process.